Event description:
It is reported that the stem could easily be extracted, even though the bone cement had hardened.

Manufacturer narrative:
This report will be amended when our investigation is complete.